Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a mildly tortuous and moderately calcified coronary artery. Following pre-dilatation, a 3.50 x 38mm synergy xd drug eluting stent was advanced for treatment. However, advancing difficulties were encountered. During removal of the device, the stent came off the stent delivery system inside the guide. The physician removed the guide and stent as a unit. The procedure was completed with a new synergy stent. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. : synergy xd mr us 3.50 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found proximal stent damage with struts slightly expanded. The undamaged stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and there were no signs of positive pressure applied. Crimp markings were visible. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found inner shaft damage. Device could not be tracked on a 0.0140 inch test guidewire due to the extent of the inner damage. No other issues noted with device.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a mildly tortuous and moderately calcified coronary artery. Following pre-dilatation, a 3.50 x 38mm synergy xd drug eluting stent was advanced for treatment. However, advancing difficulties were encountered. During removal of the device, the stent came off the stent delivery system inside the guide. The physician removed the guide and stent as a unit. The procedure was completed with a new synergy stent. There were no patient complications reported. It was further reported that there was resistance in the lesion while advancing. Additionally, the stent came off the shaft due to resistance.